Manufacturer narrative:
A sample was received for investigation. As received the piercing pin was found to be broken. Examination of the piercing pin surfaces showed evidence of twisting or bending forces exerted on the window bases. This effect was able to be replicated by using an intact irrigation set piercing pin to access a new flexible container of water. During this test, the pin was able to be pushed through the diaphragm with no problems and flow was established. However, if the pin was pushed partially through the diaphragm, then bent, the tip of the piercing pin snapped off. This break does not occur if the bag/pin connection is torqued on or bent after the pin has been completely inserted into the bag. The customer complaint of piercing pin breaking during use was confirmed. The probable cause of the breaks is unintentional bending forces exerted on the piercing pin during insertion of the pin into a new flexible container of fluid. A batch review was performed with no issues noted.

Manufacturer narrative:
The device has returned for evaluation. Investigation is not complete. PMA/510(k) - exempt.

Event description:
The event involved an irrigation set, large bore, tur, urological connector 96 inch, that when puncturing the IV bag, pieces of the spike were seen floating in the sight chamber. The device was replaced and therapy was resumed. There was no adverse event and no delay in critical therapy.